Event description:
T was reported that during device change out for eri, it was not possible to push the lead pin into the header of the new device. The lead insulation broke away near the ring electrode exposing the inner conductor when traction was applied to the pin. The lead was cut and capped. A new system was implanted on the right side with no complications.

Manufacturer narrative:
(B)(4). Narrative: a partial lead with the connector pin measuring 2.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.